Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6) e1 - address 1:(B)(6) the device was returned to olympus for inspection, and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the image noise cause due to cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported image noise only when combined with cv-290 during reprocessing involving an olympus gastrointestinal videoscope there was no patient involvement reported.